Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15063, 3006705815-2022-15064. It was reported the patient¿s thoracic and peripheral ipg¿s were inoperable. The patient did not recharge the occipital ipg as recommended due to the headaches resolving. Surgical intervention took place wherein the two ipg¿s and the occipital system were explanted.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.